Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced. The phenomenon, "please contact olympus on the black still screen¿, was determined to have been caused by the wear of the slider switch of the socket and lamp service life exceeding 500 hours. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: a worn-out slider socket switch causing intermittent use of high intensity mode and the olympus life lamp meter reading over 500+ hours, indicating that the lamp life had expired. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during preparation for a diagnostic colonoscopy procedure, the evis exera iii xenon light source was displaying a black static screen with an error message that stated: "scope is not compatible." Several other scopes were attempted to be used with the subject device, with the same issue. The intended procedure was completed successfully with a similar device, with no reports of patient harm or delay associated with this event.